Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited noise oversensing. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: patient identifier and date of birth.